Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23017 error was found indicating encoder failure confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the 23017 error was triggered indicating fault on the axis 1, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where power up was found to be failing on axis 1. The axis 1 motor was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of a component or module within the outer yaw motor (axis 1) causing a communication issue on the affected mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that the surgeon had to swap the surgeon side console (ssc) because master tool manipulator left (mtml) would not work. Tse reviewed logs and found 23017 fault. Tse advised power cycling/hard cycling when clinically possible. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure did not start/end as dual console system. The customer moved on over to another console. The console was not used for the rest of the day.